Manufacturer narrative:
This report was filed by the manufacturer.

Event description:
Customer reported an over-infusion of demerol via pca. Pt had previously been on morphine pca and was then changed to demerol. Demerol was ordered at a volume of 55 ml with concentration of 10 mg/ml and syringe was installed at 2022. A 50 ml of demerol were infused instead of 50 mg. Pt became somnolent and narcan was given with good results. No long term pt adverse effects occurred and no additional information was available. Customer has sent the pca module log, pc unit log and data set for analysis.